Event description:
The stapler was being held in the patient's rectum, anvil connected to the stapler laparoscopically and the stapler was closed. Realized some of the bowel was twisted so did not fire the staples. However, the stapler had already fired on its own.